Manufacturer narrative:
The product was not returned for analysis. Results form the product history record review indicated the product met release criteria. The file indicates the use of a cartridge and handpiece. The product history records could not be reviewed for the cartridge and handpiece lot because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The viscoelastics listed were unapproved for this lens/cartridge combination. The product investigation could not identify a root cause. There have been no other complaints reports in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was received. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the lens rotated 45 degrees and the pt experienced blurry vision. The surgeon performed a lens rotation procedure two weeks postoperatively. Within one day following the lens rotation procedure, the lens had rotated again. The surgeon reported the lens haptics may be short or not fully extended. In a follow up, the surgeon reported that within hours after each procedure, the pt experienced blurry vision. The surgeon indicated the use of an incorrect viscoelastic during the implant procedure.